Event description:
Physician is conerned about the co's lack of adherence to the gmp act, their history of poor device quality and 10 cases of "holding pre-paid hearing aids hostage for more money on products that have never worked properly from time of MFR." Rptr states that the us postal svc is also investigating the co for mail fraud regarding these devices as the co is attempting to use the postal svc cod charges as a means of obtaining add'l fees from the physician. According to the rptr the MFR is a teaching lab and at least 30% of their devices are defective out of the box. Her concern is that the pts have had their aids paid for, for over a year and have never been able to use them and the co doesn't honor the warranty. This physician also provides an extended warranty through the co which they are not honoring. Each of the 10 devices has been sent back to the co a minimum of 3 times and never fixed.